Event description:
The customer reports that the monitor is blinking on and off. Also the transmitter cable port has a broken pin and there is a data transfer issue.

Manufacturer narrative:
This MDR is related to ge healthcare complaint.